Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 97 mg/dl. Reportedly, the customer used apidra insulin. Tandem's technical support educated the customer on insulin/cartridge labeling. The supplies were changed and insulin delivery was resumed.